Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a few months ago the pump unexpectedly shut off. Customer reported blood glucose (bg) level was in the 300's (mg/dl). A bolus via the pump was delivered to address bg level. Reportedly the customer will continue to use the pump until the replacement pump is received.